Event description:
Customer reported the alarm will not release from the hold mode once weight is returned to the sensor. The batteries were replaced with a new supply. No visible damage was observed to the outside of the alarm. The issue was found during setup. There was no pt contact or injury reported.

Manufacturer narrative:
(B)(4). Product was requested to be returned for eval and has not been received. (B)(4).